Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient wore the pod on their arm for one day but had to remove it upon hospital admission. The patient experienced diabetic ketoacidosis (dka), which was attributed to inaccurate glucose readings from the dexcom device. Specific details and values related to the hospitalization were not provided. Communication was sent to dexcom on (B)(6) 2025.